Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6 mm vticmo12.6 implantable collamer lens of -11.0/1.5/089 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2024. The lens was later exchanged for a shorter length lens due to excessive vault and the problem resolved. Cause of event was unknown.